Event description:
It was reported that the pace/sense portion of the lead was previously capped due to noise and increased threshold. Recently, non-sustained events were noted and physician decided to extract the leads. Fluoroscopy was performed and externalized conductors between the rv and svc coil were observed.

Manufacturer narrative:
External insulation abrasion was noted at 7.1-7.2cm from the distal tip electrode, consistent with lead friction to another device. Internal insulation abrasion was noted at 13.1-14.2cm and 32.0-32.3cm from the distal tip electrode. The etfe coating was intact at these locations. External insulation abrasion was noted at 7.0-7.1cm from the connector pin, consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.